Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin pump was monitored for several days and no unexpected suspend mode, reservoir and tubing on the screen noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump goes into threshold suspend without an alarm and they have to complete the rewind to get it to work again. The customer's blood glucose level was unknown. The customer requested a replacement. No further details were provided.